Event description:
The facility reported a pump with failure code 810:11. This problem was identified during bio-med testing. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA jan 30, 2007. Evaluation summary:the condition of a pump with failure code 810:11 was confirmed in the pump's event history file, however, it could not be duplicated. Therefore, no further correction was made.